Event description:
It was reported that the patient¿s device ¿didn¿t work¿ because of placement. It was noted that the device ¿really helped¿ when it worked. The device was consequently replaced. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3889-28 lot# v492289, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).